Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that the lead was unable to attach with the implantable pulse generator (ipg) during implant due to a setscrew and grommet issue. The device was replaced. No patient complications have been reported as a result of this event.